Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with tina-quant c-reactive protein IV on a cobas 8000 c702 module. The customer noted that both patient and quality control recovery have increased significantly. After re-calibration and quality control testing, the reagent performs acceptably. Eleven examples were provided of patient samples with discrepant crp results. The first sample initially resulted in a crp value of 115.94 mg/l and it repeated as 84.3 mg/l. The second sample initially resulted in a crp value of 126.18 mg/l and it repeated as 94.4 mg/l. The third sample initially resulted in a crp value of 128.51 mg/l and it repeated as 96.3 mg/l. The fourth sample initially resulted in a crp value of 129.46 mg/l and it repeated as 99.2 mg/l. The fifth sample initially resulted in a crp value of 139.06 mg/l and it repeated as 102.6 mg/l. The sixth sample initially resulted in a crp value of 144.64 mg/l and it repeated as 107.6 mg/l. The seventh sample initially resulted in a crp value of 144.87 mg/l and it repeated as 108 mg/l. The eighth sample initially resulted in a crp value of 149.54 mg/l and it repeated as 107 mg/l. The ninth sample initially resulted in a crp value of 167.21 mg/l and it repeated as 124.6 mg/l. The tenth sample initially resulted in a crp value of 186.69 mg/l and it repeated as 135.2 mg/l. The eleventh sample initially resulted in a crp value of 409.03 mg/l and it repeated as 308.2 mg/l.